Manufacturer narrative:
Full e1: address establishment name: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the insufflator front panel had gone off. It is unspecified, when this issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation where the reported event was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: we presume the issue occurred due to a circuit board failure, however a definitive root cause was not established. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: this issue is addressed in the instructions for use (IFU): it was confirmed in the service manual of the uhi-4 that the uhi-4 generates alarm and stops control of front panel and air supply when tube pressure sensor anomaly occurred. Olympus will continue to monitor the field performance of this device.